Manufacturer narrative:
In a good faith effort (gfe) response from the remote service engineer (rse) received on (B)(6) 2024, it was clarified that the device was outside of clinical use at the time the reported issue was experienced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the battery was faulty. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. A field service engineer (fse) went to the customer site and evaluated the device. The fse replaced the battery and then did not find any device anomalies during several operational tests. The fse checked the log of the device and did not detect any technical problem relating to the operation of the device outside of the expected codes which would occur during normal use of the ventilator. The fse completed tests on the battery and charging circuit were completed with positive results. The ventilator was determined to be ready for use. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).